Event description:
A patient had a stricture 6 weeks after the procedure. The patient was easily dilated and had an immediate improvement in dysphasia. The event was transient in nature, treatable and not life threatening to the patient. No device malfunction was reported for this device. The catheter perfomed as intended and was discarded by the hospital at the end of the procedure. The generator used for treatment was not returned for evaluation since performed as intended. No correlation between the outcome of the event and the product performance could be established.